Event description:
The customer reported via phone call that the insulin pump sustained corrosion to the top and bottom of the battery compartment. The customer noticed this when he went to change the battery. The customer's blood glucose was 85 mg/dl. The customer stated that he thought that it was just the battery cap that was corroded but found that the base of the battery compartment was corroded as well. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test after a battery installation due to a corroded battery tube and corroded battery cap contact. The insulin pump was unable to perform the displacement test due to the failed battery test. The unit was received with a cracked case at the display window corners and battery tube threads. The unit was also received with a minor scratched display window.